Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2009, 6947m55, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an audible alert. The patient further indicated "I have had problems with my implant before and it was because of the way they implanted it." The ICD remains in use. No patient complications have been reported as a result of this event.